Event description:
The pt reported, the pt programmer has occasionally displayed a corrupt program error since (B)(6) 2013 but was able to clear the error and use the scs system. It was reported, the pt lost stimulation following a fall on (B)(6) 2014. The programmer now displays a second message, ipg battery voltage low, along with the corrupt program message. The pt charged the ipg and a new programmer was used, but the messages remained. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.